Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device is not planned to be returned to livanova (B)(4) for deep disinfection. Based on the information received from the customer, livanova (B)(4) has determined that the issue was caused by the customer's failure to strictly adhere to the cleaning and disinfection instructions outlined in the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.

Manufacturer narrative:
There is no known patient involvement. Pm 50(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). During follow-up communication, livanova (B)(4) learned that the device is still in service and is place within the operating room during use. A laboratory report was provided by the customer confirming the reported contamination. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned

Event description:
Livanova (B)(6) received a report that water samples from the heater-cooler system 3t tested positive for mycobacterium chimaera. The report indicated that the cleaning and disinfection instructions outlined in the product instructions for use (IFU) have not been strictly followed by the customer. There is no known patient involvement.